Event description:
Patient reported " "bubbles" on the top and bottom of the right-side breast", "looked like a freak", and looked "elongated and twisted". Later, reported "have you been diagnosed with implant rupture, capsular contracture or other devise malfunction? Yes". This relates to the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability, rupture and capsular contracture baker grade unknown.

Event description:
Patient reported " "bubbles" on the top and bottom of the right side breast", "looked like a freak", and looked "elongated and twisted". Later, reported "diagnosed with implant rupture, capsular contracture and other devise malfunction", "painful", "asymmetric, capsuled, deformed". This relates to the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; h6.

Event description:
Patient reported " "bubbles" on the top and bottom of the right side breast", "looked like a freak", and looked "elongated and twisted". Later, reported "have you been diagnosed with implant rupture, capsular contracture or other devise malfunction? Yes". This relates to the right side. Device was explanted.